Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair procedure and absorbable straps were used. The straps would not affix to abdominal wall. The procedure was completed using a like device. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No visual damages were presented on the returned device. The device was disassembled and strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended.